Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic) and delivered an inappropriate shock due to electromagnetic interference while the patient swam in a pool. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.